Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found.

Event description:
It was reported that, four days after the implant procedure, the implantable cardiac monitor (icm) was "falling out" of the patient. The device was explanted and replaced. No patient complications have been reported as a result of this event.